Manufacturer narrative:
H6: investigation summary one photo and one sample with open packaging was received by our quality team for evaluation. The photo and the sample were subjected to visual inspection. A big piece of translucent, plastic-like foreign matter was observed to be wrapping around the catheter tubing. When opened out, the foreign matter appearance was wrinkled and striated vertically in a uniform direction. The surface appeared to be naturally curved and several tears and seemingly needle pierced through holes were observed to be scattered unevenly throughout the foreign matter. There was no cannula tip damage or other catheter damage observed. The foreign matter was sent for fourier transform infrared spectroscopy (ftir) analysis. The results indicated that the best match is polyethylene. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Polyethylene is a thermoplastic polymer with a vast range of applications. An extensive investigation was conducted on potential foreign matter sources. Four plastic sheet-like packaging materials used in the production area were identified and sent for ftir analysis. The four materials are: polybag for needle cover, shrink wrap, polybag for adapter and stretch wrap for machine. Based on the ftir analysis, all these four materials are made of polyethylene, which matches with the foreign matter type. However, the stretch wrap for machine is made of linear low-density polyethylene, of which spectrum has a relatively low matching percentage to the complaint sample, as compared to the other three materials. The thickness, color, and texture of the four packaging materials were compared against that of the complaint sample. They were found to be not matching the complaint sample on all these properties. Two simulations were performed to recreate this nonconformance. The first simulation replicated if the foreign matter introduction was at the assembly line simulation, and the three most possible scenarios were tested: if the foreign matter was dropped onto the needle cover hold before capping, if the foreign matter already existed inside the needle cover bottom region, and if the foreign matter already existed inside the needle cover top region. The simulation results showed that the simulated samples did not match the appearance of the complaint sample. The second simulation was conducted using eto sterilization. As the foreign matter appeared to be stretched/deformed when opened out, it was suspected to have gone through heat treatment. The only process after product assembly and packaging that involves higher than ambient temperature is the eto sterilization process. This simulation concluded that the eto sterilization process does not shrink or deform the materials to result in them wrapping around the catheter tube tightly. The in-process and outgoing inspection process was reviewed, the inspection samples are collected from the good part bin and the inspection is done at the designated inspection area. Upon inspection completion, the samples will be scrapped off. If any defective sample is found, the samples will be passed to the manufacturing and quality engineer for evaluation. There is a proper segregation and disposal practice of the inspection and defective samples, and hence it is highly unlikely that the foreign matter could get introduced onto the inspection samples during the in-process or outgoing inspection process and mixed with the good parts. In summary, during investigation, three packaging materials found in production area have ftir spectrum that highly matches with the complaint sample. However, simulations performed on these three materials were unable to replicate same foreign matter nature and appearance. The actual foreign matter source could not be identified, as the foreign matter cannot be reproduced under normal production conditions. As there is no similar foreign matter complaint for the past two years, this nonconformance is most likely man-made and in isolated case. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. CAPA 3286684 has been initiated. H3 other text : see h10

Event description:
It was reported that angiocath plus 24ga x 0.75in had foreign matter. The following information was provided by the initial reporter: foreign material were found in the catheter tube when the user opened the catheter cap while preparing for intravenous injection to the pediatric patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that angiocath plus 24ga x 0.75in had foreign matter. The following information was provided by the initial reporter: foreign material were found in the catheter tube when the user opened the catheter cap while preparing for intravenous injection to the pediatric patient.